Manufacturer narrative:
It was reported that the ventilator was not working. The ventilator was investigated by our field service engineer on-site and the air gas module was found defective and replaced which solved the issue. No log files has been provided and no replaced part has been returned to manufacturer for technical investigation. The cause of the reported component failure has not been established in this investigation.

Event description:
Manufacturer ref#:498696.

Event description:
It was reported that the ventilator was not working. There was no patient harm. Manufacturer ref.#: (B)(4).